Event description:
Allegedly, the surgeon was performing a sinus surgery when one of the jaws of the broke off. He used a suction device to extract the broken piece from the nasal cavity.

Manufacturer narrative:
The instrument is returned and one of the jaws is broken off and is missing. This instrument was manufactured in june 2005 and originally shipped to the customer in august 2005; it has been in use for over nine years. Possible cause of damage is stress overload and/or wear of use.